Event description:
It was reported that upon interrogation of the device, there was no capture at any output. A warning appeared stating measurements may be inaccurate. The device was at elective replacement indicators (eri) for about five months. The patient's heart rate was very low. The device was removed and replaced. No further patient complications have been completed as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis indicated normal depletion and the device met expected longevity.